Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. There were no episodes at the time of the patient symptoms. It was noted that there was pacemaker mediated tachycardia (pmt) or slow ventricular tachycardia (vt) and noise exhibited on both the right atrial (ra) and right ventricular (rv) channel. The noise was reproducible with isometrics, and was suspected to be telemetry noise. As there were no stored episodes or pmt at the time of syncope, the cause was unknown. At this time, the system remains in service. No additional adverse patient effects were reported.